Manufacturer narrative:
The albumin gen.2 reagent lot number is 88110901, and the expiration date is 31-aug-2026. The lactate gen.2 reagent lot number is 91805101, and the expiration date is 31-oct-2026. The investigation is ongoing.

Event description:
There was an allegation of questionable albumin gen.2 and lactate gen.2 results from the cobas c 503 analytical unit for two patients. The initial albumin result was <0.3 g/dl. The repeat result on the abbott architect was 3.7 g/dl. The initial lactate result was 0.2 mmol/l. The repeat result on the abbott architect was 1.9 mmol/l. The questionable results were repeated because they were very low. The repeat results were deemed to be correct.

Manufacturer narrative:
Qc and calibration were passing at the time of the event. The alarm trace report contained alarms for abnormal aspiration on the date of the event. A field service engineer (fse) determined that the cause was a degraded sample probe and replaced it, and verified the alignments. Verification was performed with a precision test, and a passing qc was completed by the customer. The investigation determined that the degraded sample probe had caused the event. The investigation determined that the service action resolved the issue.